Event description:
The pt was having an x-ray procedure. The system's lead screen / shield had been parked out of the way during the procedure. The pt was moved off the table and was sitting in a nearby chair bending down to put on his shoes. In the meantime, the monitor gantry was moved which also moved the lead screen over the pt. The pt upon raising his head collided with the lead screen. He received a cut to the forehead.

Manufacturer narrative:
The investigation determined that the incorrect placement of the monitor arm by the operator caused pt injury. This was a user induced event. The system was operating within specifications. There have been no other similar reports regarding this system. There is no required mandatory field action.